Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flowmeter. Confirmed the alert 1 in patient data. Confirmed alert 41 in decon data. Very little if any flow noted in shunts. Flowmeter was replaced. Unit was primed to fill. Electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam. The device underwent pm servicing while in for repair. Serviced circulation pump. Preventatively replaced the power inlet module and ac main voltage circuit card. Serviced mixing pump. Replaced heater, both manifold o-rings and drain valves. Double bend tube and chiller evaporator tube were replaced. Tanks seals were replaced. Chiller molded tube foam was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on 12apr2023, device coming in for assessment. Per investigator notification received on 01jun2023, it was reported that the unit was primed to fill, electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card, double bend tube and the chiller evaporator outlet tube found expanded during servicing ,tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on (B)(6) 2023, device coming in for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.